Manufacturer narrative:
H11. Note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the managing physician reporting that patient had reported some numbness in his legs where the patient had about 20 episodes between (B)(6) 2024 that lasted about 10 minutes each. The hcp stated that patient has had an magnetic resonance imaging (MRI) of his back and electromyogram (emg) test of the legs and there was no suspicion of a problem with the pump. The hcp stated that he offered to remove the bupivacaine from the pump but the patient declined. The hcp noted that patient's back pain was controlled by the pump. The hcp stated that pump was delivering hydromorphone and bupivacaine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentration/doses via an implantable pump for non-malignant pain. The patient reported that for a couple months in (B)(6) of 2024, all of a sudden, the lower half of his body would go numb and he would not be able to feel anything from the waist down. Patient stated he could not walk or feel anything and it was like he were paralyzed. Patient mentioned they had been in and out of the hospital 4 times for this and no one can figure it out. Patient stated they have done all kinds of testing, x-ray, magnetic resonance imaging (MRI), computed tomography (CT) but since they could not see the tip of the catheter, they were not sure. Patient stated one surgeon thought that maybe the tip of the catheter was pressing on something on the spine and that was what was causing the numbness. Patient stated the numbness currently was not there, but in june/july it would come and go and there were a couple of episodes. Patient stated he asked the doctor and the doctor told him to call medtronic. The patient was redirected to their healthcare provider to further address the issue.